Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
(B)(4). The patient reported experiencing ipg pocket heating while charging and went to the hospital as a result due to her skin burning at the ipg site. The patient has not used or charged her scs system since the onset of the reported issue. A replacement charging system was shipped to the patient to address the issue but communication could not be established between the devices as the patient's scs ipg is now inoperable. Surgical intervention may take place at a later date to address the issue.